Event description:
(B)(6) nursing supervisor reported set leaked. No pt harm reported. No additional information was available.

Manufacturer narrative:
Manufacturer's report date: 11/19/2010. (B)(4). This report was filed by the manufacturer. Product evaluated and the customer's experience of the set leaking was confirmed. A tear in the silicone tubing approximately 0.1200 inches long was found in the silicone tubing near the upper fitment. Crush marks were noted on the upper blue fitment. The root cause of the tear is unk. The lot number was not provided and the set did not contain any smartsites that could be used to identify possible lots.